Manufacturer narrative:
One used and one new samples #144020460 were returned for evaluation. As received it was observed on the used sample, a white substance inside the fluid path of the female luer. No additional damage or anomalies were confirmed. No white substance was observed on the brand-new set, the set was tested as per procedure and flow was confirmed as expected. The used sample was tested and flow was confirmed just till the fluid path was cleaned. Complaint of white precipitate solution located where the syringe meets can be confirmed only on the used sample, the new samples did not have the presence of white solution. The probable cause was due an insufate residual that clogged tube during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unknown date involving a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer where the customer reported an issue of sediment blocking the tubing with the syringe tubing. There is a white precipitate that is forming where the syringe tubing meets the syringe. The medication/fluid involved is pentobarbitol. There is no sediment or clouding occurring in the syringe, only in the tubing. The sediment formed in the same spot, only that spot where the syringe tubing connects to the syringe. The event occurred only in 1 patient room. Diluent for infusion was normal saline (ns) sourced from vial of ns in med room, vial of ns from kanban cart and a mini bag of ns. Stating that infusion was connected to a 50ml bd syringe. There was patient involvement but no patient harm or medical intervention.